Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was repositioned. Therapy was restored post-op.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's charger wasn't charging their ipg, initial troubleshooting took place, and it was unsuccessful. Upon further investigation, the ipg migrated making it difficult to charge and the patient was experiencing pain at the ipg site. Additional troubleshooting took place, and the spare charger was able to communicate after forcing pressure on the charger, therefore still being difficult to charge. Surgical intervention may take place at a future date to address the issue.